Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the first of four reports associated with this event.

Manufacturer narrative:
(B)(4). The patient was diagnosed with peritonitis on (B)(4) 2011 and was treated with vancomycin and ancef 1.5 grams until final cultures. The patient was then treated with cipro for seven days. There was no exit site or tunnel infection associated with the peritonitis. The cause of the peritonitis was unknown. The patient has recovered.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review of the potentially associated lot number (h10l13023, h10l19020) revealed no exceptions during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through tier I CAPA (B)(4).

Event description:
On (B)(6) 2011, baxter technical services received an assistance call from the home patient(hp) who stated that she was using medication in the dialysis bag, because she had an infection.